Event description:
Patient reported that since (B)(6) 2019 the first day under v-go therapy, the device keeps coming loose from her body. In the first day the patient put the device on at 11:00 a.m. And at 7:00 p.m. The device came loose from patient skin. In the second day, patient put the device at 11:00 a.m. And the device came loose from patient skin at 5:00 p.m. Patient sweats a lot. There was no extra movements or exercise was performed while using the device, no interference with clothing.